Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the device was not responding message. Patient (pt) reports both the handset and communicator were charged to 100% before the appt. Agent suggested repositioning the communicator over the ins - health care provider (hcp) did so and noted that they can feel the ins and have the communicator directly on top of it but cannot connect still. Agent suggested trying to connect to ins in another area of the clinic - hcp did so and was able to successfully connect to the ins and activate MRI mode.